Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015 device evaluation: the cartridge has not been returned; a retain sample from the same lot was evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. There were no failures observed during incoming lot inspection.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) of 450mg/dl with small ketones and blurred vision associated with air bubbles and leaking with the cartridge. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the issue had occurred with multiple cartridges. Troubleshooting indicated that the patient was not using proper fill technique when filling the cartridges. There were no product defects found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.

Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.